Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the implantable cardioverter defibrillator (ICD) detected a vt/vf (ventricular tachycardia/ ventricular fibrillation) episode that was ventricular oversensing. No action was taken and the ICD and right ventricular (rv) lead remain in use. The patient is enrolled in the ev ICD pilot clinical study. No patient complications have been reported as a result of this event.